Manufacturer narrative:
H4: device manufactured in march 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked near the drip chamber. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.